Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided for review and the ¿lag¿ in display of the femur model in the femur free collection screen could not be confirmed. Possible contributing factors for the lag in the femur model generation could be due to a computer memory optimization issue, or the anatomy of the knee had exaggerated deformities, making it more difficult (therefore taking a longer period of time) for the system to find a solution for the atlas model. According to the cori user¿s manual: ¿to perform femur free collection, trace the outline of the condyle first, then digitize the femoral condyle by moving the point probe over the entire surface, while pressing and holding down the right foot pedal, [collect (hold)]. As the points are collected, they display in green, and a virtual bone surface defining the condyle surface is generated. When collecting free points, ensure that the trackers on the point probe are facing the tracking camera. Use of both hands to ensure constant contact of the point probe with the bone surface is recommended. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori tka procedure, two cases were created for this patient. On the first case, during the "stressed range of motion" portion of the registration process, the stresses displayed as tight/below the line for both medial and lateral gaps in extension and flexion greater than expected/normal (>10mm in both extension and flexion for both the medial and lateral gaps) ((B)(4)). They tried to recollected stressed range of motion (no fix) and recollected mapping of both the tibia and femur (no fix) and there was a "lag" in the estimated-femur that displays as you collect points (this was significantly noticeable ((B)(4)). They verified that the tracker arrays had not moved with point probe (passed check) and decided to start a new case. Beginning the new case in the cori did not solve the problem. During the registration phase, they could not collect the hip center without an error greater than 1.0. Also, they noticed that the hip center was collecting "backwards" from what they would normally expect ((B)(4)). They double checked to make sure they were planning for a right tka. As they had the correct operative side, they tried all the other recovery steps typical with an error collecting hip center. However, the surgeon stopped using cori and switched to manual instrumentation with a delay greater than 30 minutes. No other complications were reported.